Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). No patient involvement. If explanted; give date: n/a (not applicable). No patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 11.5 diopter intraocular lens (iol) was scratched when removing from the packaging. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/14/2019, device returned to manufacturer: yes. Device evaluation: the lens was returned in the original lens case insert. The sample was evaluated and observed in good condition and has particles that suggest that the lens was handled out of the sterile environment. The manufacturing data confirms no process deviations that may lead to visible damaged deposition on the iol that may be undetected by our control process. Based on the product returned evaluation, neither a product quality deficiency nor a product malfunction could be determined. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.